Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Bg cause was not known. Customer required assistance from emergency medical services (ems) to address bg via intravenous (IV) fluids and lactated ringers. Reportedly, the customer signed an "against medical advice form" and declined being transported to the ER by ems. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer did not sustain any permanent damage.